Event description:
It was reported that the patient presented for device interrogation. It was discovered that the device had reached end of life (eol) and could not be interrogated. The device was explanted and replaced. During the explant procedure, the physician noted that the right ventricular lead exhibited increased threshold. It was suspected that the increased threshold was the main reason of device battery depletion. The right ventricular lead was capped during the same procedure on (B)(6) 2022. Patient was stable without deteriorating health. Related manufacturer reference number: 2017865-2023-01167.